Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device not turning was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device generated heat and vibration. It was further determined that there was corrosion on the gears and at the back of the end assembly. It was observed that the device had a cosmetic and component damage, and the color ring was missing on the thimble. It was further determined that the device failed pretest for visual assessment, thimble set screw, vibration assessment and temperature assessment. The assignable root cause was determined to be traced to user, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported that during pre-surgery, it was discovered that the attachment device was not turning. During in-house engineering evaluation, it was observed that the device generated heat and vibration. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.